Event description:
The account alleged that the trendelenburg and reverse trendelenburg functions are not working. The account stated that there were no injuries.

Manufacturer narrative:
The account replaced the head and foot hi/low motor couplings to resolve the alleged issue.